Event description:
It was reported that the accolade ii subsided due to fracture. The stem was removed, the fracture was cabled, 6088, omnifit 200mm stem cemented. It was noted that the patient is stable.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the hospital retained it. Additionally, no further information from the surgeon or hospital will be provided. A supplemental report will be submitted upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding peri-prosthetic fracture involving an accolade stem was reported. The event was not confirmed. Device evaluation was not returned for evaluation. Device history review. The reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the accolade ii subsided due to fracture. The stem was removed, the fracture was cabled, 6088, omnifit 200mm stem cemented. It was noted that the patient is stable.